Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements of 400 ohms, that resulted in the associated subcutaneous implantable cardioverter defibrillator (s-ICD) emitting beeping tones. Additionally, the s-ECG had a flat appearance. An x-ray was performed, and noted a fracture between the sense b electrode and the shocking coil. The s-ICD was programmed off, and the patient was admitted to the hospital with a plan to transfer the patient to another hospital for replacement of the electrode. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements of 400 ohms, that resulted in the associated subcutaneous implantable cardioverter defibrillator (s-ICD) emitting beeping tones. Additionally, the s-ECG had a flat appearance. An x-ray was performed, and noted a fracture between the sense b electrode and the shocking coil. The s-ICD was programmed off, and the patient was admitted to the hospital with a plan to transfer the patient to another hospital for replacement of the electrode. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements of 400 ohms, that resulted in the associated subcutaneous implantable cardioverter defibrillator (s-ICD) emitting beeping tones. Additionally, the s-ECG had a flat appearance. An x-ray was performed, and noted a fracture between the sense b electrode and the shocking coil. The s-ICD was programmed off, and the patient was admitted to the hospital with a plan to transfer the patient to another hospital for replacement of the electrode. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.